Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an inability to disconnect a minicap transfer set from the patient line of a cassette; further described as "stuck together". This occurred after completing peritoneal dialysis therapy. The patient went to the clinic the same day to replace the transfer set. It was further reported the nurse checked the transfer set and found the dark blue piece (female connector) separated from the light blue piece (main body). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. The device was received with a white adaptor of a cassette connected to the female connector of the transfer set. Visual inspection with the naked eye and magnification was performed and observed that the female connector was separated from the light blue main body of the transfer set twist clamp. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was evidence of solvent on the inside of the barrel of the light blue main body. The reported condition of separation between the female connector and the twist clamp main body was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. The white adapter was hand removed from the female connector. There were no issues observed on the components. There were no leaks observed. Functional tests including clear passage and clamp function tests were performed with no issues noted. The reported condition of connection issue was not verified during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.